Event description:
It was reported that an 82 year old, confused hemodialysis pt was found in bed, out of her wrist restraints and with the sheath introducer disconnected at the hub. The pt reportedly exsanguinated and expired.